Manufacturer narrative:
Pump present heavy trace of liquid ingress inside the pump and outside. Pcb, flexi cable and other component are damaged by liquid. Pump replaced with a new one. Ensure dripping items are not hang above pumps to reduce the change of liquid ingress. Root cause determined to be user error.

Event description:
User contacted spectrum to report a faulty vent pumpt. When connected to the frame, the pump tile displayed "défaillance matériel" (hardware failure) . The user first tested with another cable, then took the cerebro pump and connected it in place of, which allowed them to continue the case. There was no patient harm or delay to surgery.

Event description:
User contacted spectrum to report a faulty vent pumpt. When connected to the frame, the pump tile displayed "défaillance matériel" (hardware failure) . The user first tested with another cable, then took the cerebro pump and connected it in place of, which allowed them to continue the case. There was no patient harm or delay to surgery.

Manufacturer narrative:
The device is being returned and an investigation is ongoing.